Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a left anterior descending artery (lad). A 20mm x 3.00 promus premier select was deployed in the lad. Following deployment, a flow limiting dissection was noted in the mid to distal lad. A 16x 2.5mm promus premier select was deployed to cover the dissection. Following the second stent deployment, a distal flow limiting dissection was noticed again in the mid to distal lad. To cover the distal dissection, a third stent (32 x 2.25 promus premier select) was deployed distally, and the procedure was completed. No further patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion, with a 40% angulation, was located in the moderately calcified and mildly tortuous lad. The lesion was predilated. There were no issue with stent deployment, the balloons inflated well, and the stents were fully deployed, although distal edge dissection occurred. The reason for dissection was not known. The vessel had to be treated with another deployed stent for the patient benefit.